Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that urine backed up in the tubing and did not drain into the bag.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Separate notches within circles. Put straps through holes and around leg. 2. Position lag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. 4. To empty dispoz-a-bag leg bag, remove cap at bottom."

Event description:
It was reported that urine backed up in the tubing and did not drain into the bag.